Event description:
Complainant alleged that while attempting to defibrillate a male patient. The device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.